Event description:
The patient reported that immediately following the juvederm injections in the lower eye lid area, it began swelling excessively. Ice packs were applied to the area with no success. Three weeks later, the patient applied preparation h to the inflamed ara with hopes that a vasoconstricting agent would help with the swelling. The treating physician prescribed a medrol dosepak. The patient feels that neither the preparation h nor the medrol dose pack help with the swelling. The patient notes that the swelling has improved gradually over time but the area has not fully resolved.

Manufacturer narrative:
Medwatch sent to FDA on 09/mar/07. Please note corneal industries is awaiting assignment of FDA registration. The lot number of the product was provided by the physician's office on 09/mar/07. A device history review is now able to be requested of corneal and a supplemental medwatch will be submitted when the results become available.